Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2014.

Event description:
A patient reported they were in a lot of pain at the sites of their 2 implantable neurostimulator (ins) devices. The patient was in the hospital and they think it is referred pain going around his waist. The pain around his waist and abdomen is radiating from the devices. The patient also mentioned that the wires were pulling more on the left side and one of the ins devices was warm. The devices were turned off and have been off for a bit. It was also reported that the patient is in a lot of pain when he eats. The indication for implant was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.